Event description:
Customer testing yielded (B)(6) discrepancies. The hospital obtained (B)(6) susceptible results on siemens pos combo 33 panels but customer's offline tests indicated a (B)(6). Based on the off-line results, the customer edited the (B)(6) results to "do not report" (nr) prior to reporting result. The results of a (B)(6) with the (B)(6) results suppressed (nr) were reported to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Method - actual device not evaluated - the customer performed offline tests that are accepted as accurate. Results - the customer performed penicillin protein binding test and (B)(4) spectra (chromogenic) plate which were positive for (B)(6). Conclusion - no evaluation will be performed. The penicillin protein binding test and (B)(4) spectra (chromogenic) plate tests are routinely performed by laboratories and are believable.